Event description:
A customer reported a malfunction on their insulin pump, which displayed a malfunction code but had no prior notable events leading to the issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.